Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer wiped the pins on one of the scopes and it worked as normal. However, the second scope failed to operate as normal. The customer reseated the maj-1933 to see if that aids the issue. A follow up was made and the customer confirmed that the issue was resolved with the second scope and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera iii xenon light source display b30 error with two scopes. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to dust, dirt, or a stain that adhered to the electrical contacts of the scope connector. Olympus will continue to monitor field performance for this device.